Manufacturer narrative:
Device evaluation: result - a sample was not returned for analysis. A review of the device history record was carried out for the reported lot number 4268350. No qn's or noe's were raised during manufacture of this lot. Operator in process inspections were reviewed and no issues were found. Line clearance were reviewed and no issues were found. Final inspections were reviewed and no issues were found. A review of the maintenance log for the assembly line showed no maintenance which could have influenced this fail mode was performed during production. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined. CAPA (B)(4) was raised for broken needle patient end and implementation of corrective actions for this CAPA is due (B)(6) 2016. See manufacturer narrative.

Manufacturer narrative:
Device evaluation: a sample has not been returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient's grandfather found the needle from the suspect device broken after injection. The patient was immediately taken for an x-ray at (B)(6) hospital, where the broken needle was detected. The patient was taken to surgery on (B)(6) 2016 but the needle was not found. No additional interventions were performed. Of note, the patient had been using a non bd device to inject growth hormone from (B)(6) 2016 until he switched to bd pen needles on (B)(6) 2016.